Event description:
Medtronic received information that upon deployment of a transcatheter bioprosthetic valve, the valve frame loops would not release from the tabs of this delivery catheter system. The dcs was rotated several times in an attempt to free the tabs; during that attempt, the dcs¿s stability layer cracked at the dcs handle hub. A different dcs was used to successfully complete the implant procedure. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the returned device showed damage on one of the delivery catheter system (dcs) tabs which was potentially caused by either the valve being on a different axis than the dcs during deployment or that torque was applied during the attempt to release the frame loop. The gouge marks on the distal end of the capsule most likely occurred when the valve was retrieved and the capsule was unable to be fully closed over the valve. The slight necking or elongation of the plunger tube at the hub transition most likely occurred due to pull forces applied. A crack running circumferentially around the stability shaft, fully separating it from the dcs body at the member cap, was most likely due to extreme force applied. This type of damage is most likely the result of the user applying extreme torque on the catheter. It is unknown whether the user followed the instructions for use (IFU) to verify that both frame loops were released. The corevalve IFU instructs to use fluoroscopy to confirm that the frame loops have detached from the catheter tabs. If a frame loop is still attached to a catheter tab, the IFU instructions the user to not pull on the catheter and, under fluoroscopy, to advance the catheter slightly and if necessary to gently rotate the handle clockwise <(><<)>180 degrees in either direction to disengage the catheter tabs. Without additional information and or an angiographic cine for review, we are unable to know the order of events; any other exacerbating factors cannot be determined nor can a conclusive cause be determined.

Manufacturer narrative:
It was reported that device return for analysis is pending. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the stability layer of the delivery catheter system (dcs) appeared damaged at the member cap/handle transition. The stability layer was broken and separated with the braid wire exposed at the member cap/stability layer bond transition. This may be the result of over rotating the catheter during deployment. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule with some difficulty. The macro (cursor) moved to retract and advance the capsule with some difficulty. A gap was noted between the distal tip of the capsule and head of the plunger when fully advanced. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. Small gouge marks on the distal tip of the capsule appeared to be associated with misalignment during loading. The plunger tube was slightly bent. The plunger tube was slightly necked or elongated at the hub transition. Small gouge marks were observed on one catheter tab.

Manufacturer narrative:
The type of reportable event is corrected to malfunction from serious injury; there was no patient injury associated with this complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.